Event description:
In 2009, the lay-user/pt contacted lifescan alleging a memory issue with a one touch ultra 2 meter. The pt stated that she is partially blind. She tests her blood glucose 3 times a day. She tests before breakfast, and after lunch and dinner. She manages her diabetes with 60 units of humulin-n insulin in the morning and 30 units at night. She also takes "clear" insulin 3 times a day based on her meter readings. The pt explained that due to being partially blink, she sometimes has a hard time seeing her meter readings before the meter shuts off automatically. As a result, the pt mentioned that she needs to get into the meter's memory to review her last blood glucose result. On the day prior to contact to lifescan, the pt tested her blood glucose around 12:00 pm. Before she was able to see the meter reading, the meter powered off. The pt claimed that she was unable to recall how to get into the meter's memory and therefore, didn't know what her blood glucose level was. Due to not knowing what her blood glucose level was. She skipped her noontime insulins and ate less for lunch. An hour later at 1:00 pm, the pt claimed that she developed symptoms where she lost her vision and started feeling weak and sweaty. The pt administered self-treatment by eating food which helped to relieve her symptoms. The pt claimed that she could have prevented the hypoglycemic event if she had been able to get into the meter's memory to review her noontime blood glucose reading. The pt mentioned that she would have eaten lunch sooner or eaten more for lunch if she had been able to review her last reading and gotten a relatively low result. The alleged issue was resolved with training. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.